Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no failure with the equipment. According to the fse, the customer had contacted philips to request an additional display in the control room. The system was in good working order and no failure was identified. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case. The customer had indicated that they wanted an additional constant monitor repeater display in the control room. Philips has re-evaluated this case as not reportable.

Event description:
It was reported to philips that there was video output failure in the azurion system. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.